Event description:
It was reported that prior to use, the display of the cardiosave intra-aortic balloon pump (iabp) is not working. It was later clarified that the monitor would not turn on. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit, and verified the customer's reported issue. Further evaluation revealed that the connection between the monitor cable and the iabp unit was not working properly. The fse replaced the coiled cord cable, coiled cord to backplane cable and related labels. Subsequently the fse tested the iabp unit, and performed preventative maintenance (pm) including all safety, functionality, and calibration checks. All tests passed to factory specifications. The iabp unit was cleared for clinical use, and released to the customer.

Event description:
It was reported that prior to use, the display of the cardiosave intra-aortic balloon pump (iabp) is not working. It was later clarified that the monitor would not turn on. There was no patient involvement, and no adverse event reported.